Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device (not a prostyle as initially reported) via a 7f sheath hole after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during the evaluation of the returned device. Reportedly, the foot separation did not occur during the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide suture mediated closure (smc) device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 3190 was removed.

Manufacturer narrative:
Event date: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a failure to close occurred with a prostyle device relative to an unspecified procedure. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.